Event description:
It was reported that the hcp lowered the dosage of their medications last week. The pt had also fallen two days prior to the report. The pt subsequently experienced a change in therapy; the pt was uncertain as to which event may have caused the change. The pump has continued to control the pain, just "not at the same level it was prior to events". The pt planned to f/u with the hcp.